Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated the level of oxygen in their blood was sixty four after six minutes on a bicycle during physical therapy. It was noted that there was no performance issue on the ipg. It was further noted that the patient experienced problems and the ipg was "never activated". It was also noted that the patient had a mini-stroke, balance problems and oxygen drop. Patient has been treated with oxygen. Patient experienced weakness in their thighs likely related to back problems. It was also noted that the patient experienced fatigue. The ipg was reprogrammed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.